Manufacturer narrative:
The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer confirmed via DHR that the subject scope was shipped in accordance with specifications. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event are as follows: the legal manufacturer presumed from investigation that the connecter was broken and the connecting tube couldn¿t be connected due to the loosen connecter. The legal manufacturer presumed the cause of loosened connecter was that the user applied stress toward loosen the connecter and it accumulated and/or the connecter came in contact with something hard. The legal manufacturer reported that the abnormality of the device can be detected by conducting inspection as follows: chapter 3.inspection before use3.3 inspecting the connectors check the following for each connector. The connector should be fixed firmly . The o-rings should be free of abnormalities such as cracks, tears or dents.

Manufacturer narrative:
As part of our investigation, on august 14, 2020, the olympus field service engineer (fse) visited the customer¿s site and replaced both gray connectors and packing. The software attributes have been verified and confirmed. The oer ¿pro was ran 1 cycle with no errors. There are 2107 cycles on the aer. The electrical safety test was not required because the aer¿s covers were not removed.

Event description:
The service center was informed that the grey connectors on the oer-pro are broken. There was no patient involvement.